Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
Our sales rep, reports for the customer that the blue material at the flexible part loosened. He further stated that the surgery could be finished as intended using an alternative device.